Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what color was the cartridge? Green. What part of the cartridge broke? One side stapled. One side didn't did any piece of the cartridge fall into the patient? If so was the piece of the cartridge retrieved and how? No.

Event description:
It was reported that during an unknown procedure, surgeon loaded the device his self and when he went to fire, the cartridge 'fell to pieces'. Another device was used to complete the procedures. No patient consequence reported.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.

Manufacturer narrative:
(B)(4). Cartridge, one piece sled. The instrument was received with no visual non-conformances. The device was loaded with a fully fired reload. The ecr60g was returned with the cartridge deck damaged and the pan partially detached; in addition, the one piece sled was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Photographs were returned and reviewed by ees field quality engineer: one picture shows a side view of the staple cartridge loaded in the cartridge channel. With magnification I observed what appears to be a depression in the deck surface. As well as deck deflection, cartridge bottom rolling in toward the knife slot and deck away from the knife slot. It also shows various malformed staples and staple drivers in various advanced positions. The second picture shows the same damage and staple and driver positions just from a frontal view as opposed to a side view. The type of deck damage observed is consistent with clamping on a hard or solid object. The roll of the cartridge within the channel a common result when the device is fired over a hard object. The slide get trapped and or damaged creating tremendous forces on the plastic staple cartridge hence since the cartridge is contained the forces get relieved by causing the cartridge to move in the only manner it can, which would be to roll and serpentine as the damaged sled is advanced.